Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged a few after implant. A surgical intervention was performed and this rv lead had been explanted and replaced. No longer in service. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.